Event description:
Subsequent to the initial report, additional reported information received: the patient had critical ischemia and the vessels were heavily calcified and very narrow. Resistance was felt with the patient anatomy during advancement of the fox sv pta catheter to the target lesion. The balloon was inflated to the rated burst pressure; the balloon ruptured and separated during inflation. The distal balloon half with one marker remained in the subintimal space of the anterior tibial artery. A snare was advanced from the groin in an attempt to retrieve the separated portion from the anatomy; however, this was not possible as the balloon material likely blocked the path for the snare. A guide wire was able to be advanced into the separated portion of the balloon from the distal introducer; however, the physician did not want to force anything with a snare in order to have a landing zone for an eventual bypass. The separated portion of the balloon remains in the anatomy. Post bypass surgery the patient outcome was good and the patient was discharged on (b)(6 2015.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon separation was able to be confirmed. The resistance on advancement was not confirmed as it was based on case circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat an occlusion from the popliteal artery to the proximal fibularis trunk. A 2.5x100 mm fox sv percutaneous transluminal angioplasty (pta) catheter was advanced toward the target lesion in the anterior tibial artery, the balloon was inflated and the balloon separated and the distal portion of the balloon material, including the marker and distal tip, remained in the patient. Several unsuccessful attempts were made to retrieve the separated portion of the balloon catheter. Reportedly, a snare device was used in an attempt to retrieve the separated portion but was unsuccessful. The patient was discharged from the hospital on (B)(6) 2015 but was re-admitted to the hospital on (B)(6) 2015 with a cold white leg. Angiography was performed on (B)(6) 2015 and there was no visible blood flow in the anterior tibial artery due to the vessel being totally occluded, it was not possible to recanalize. Acute surgery was performed and femorodistal popliteal bypass graft was successfully performed all the way down to the ankle joint. There was a clinically significant delay in the procedure due to the patient having to come back for a second intervention and surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.